Event description:
The user had dislodged a permanant pacemaker lead during removal of the catheter. Pacemaker had been placed 2-3 days earlier. No pt complications. However surgery was later required to correct dislodged pacemaker lead.